Manufacturer narrative:
B5: upon follow up, it was reported that the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin (2gm, for one day, route, frequency not reported) and cefepime (1 gm, daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.